Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing infusion supplies, with glucose levels exceeding 400 mg/dl and persistent alerts for high glucose; the user later changed the 23-inch, 6 mm infusion set and reported a downward trend without noticing abnormalities at the prior site. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or need for assistance. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included user interview and troubleshooting with education regarding potential causes such as infusion set issues and dietary intake. Investigation of this case revealed that the specific cause of the hyperglycemia was unclear, and no device or component abnormality was identified based on user inspection and reported performance. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.